Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that (2) ar-12990n scorpion needle broke during insertion. A new ar-12990n scorpion needle was used to complete the case. This was discovered during a meniscus repair procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
Additional information received on 12/6/2022: all broken fragments were retrieved.